Event description:
Cook medical reported for the sales rep (in case), "typical lead extraction taking out one abandoned arterial lead, one active ICD lead. There was one active arterial lead that was going to be left in place. The abandoned lead came out with just the locking stylet. The rv required an 11fr evolution. The extraction was going as planned. The blood pressure was dropping and coming back. The physician added tee in to monitor the pt and did not notice any effusion. Pressure was dropping again, chest compressions were performed off and on during the procedure. The pt came back, so attempted to continue the extraction. The procedure continued, the pt again had blood pressure issues. At this time there was still tee being used in the case, there was no comment about effusion. The physician decided to abandoned the extraction and cap the rv lead. So the device was removed and during suturing up the point of entry, the anesthesiologist noted the effusion (pleural) on the tee. They proceeded to crack the chest open and then the physician noted the dialysis catheter referenced and then (hand gestured 1in) stating the svc was tore and he could not repair it." The pt expired.

Manufacturer narrative:
(B)(4) according to info supplied to trackwise, this product is not being returned for evaluation. "As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined." None.